Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain/cramping") and genital haemorrhage ("heavy bleeding / bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2003, the patient had essure (ess205) inserted. In 2005, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstruation pain") and dyspareunia ("painful intercourse"). The patient was treated with surgery (she had no choice but to undergo a partial a hysterectomy to remove essure). Essure (ess205) was removed in 2012. At the time of the report, the abdominal pain, genital haemorrhage, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia and genital haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that fallopian tubes were occluded. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("heavy bleeding / bleeding/unusual bleeding") in a 34-year-old female patient who had essure (ess205) (batch no. 12240679) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included caesarean section (placenta erupted during labor) in 1994, multigravida, parity 4, stillbirth nos (was on life support for 3 months) and deaf. Concurrent conditions included female condom, body mass index increased, anemia and uterine dilation and curettage. Concomitant products included ibuprofen (advil) for back pain and normensal (ortho 7-7-7) from 1988 to 2003 for birth control. On (B)(6) 2003, the patient had essure (ess205) inserted. In 2004, the patient experienced back pain ("back pain/lower back pain"). In november 2004, the patient experienced abdominal pain lower ("lower abdomen pain (as if uterus is shifting, occurs 30-40 minutes after intercourse)/cramping"). In 2005, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("severe menstruation pain"). In april 2010, the patient experienced dyspareunia ("painful intercourse"), menorrhagia ("prolonged menstruation / heavy abnormal menstruation bleeding") and menstruation irregular ("irregular menstruation cycle"). The patient was treated with oxybutynin (ditropan), solifenacin succinate (vesicare) and surgery (she had no choice but to undergo a partial a hysterectomy to remove essure \ hysterectomy). Essure (ess205) treatment was not changed. At the time of the report, the abdominal pain, genital haemorrhage, dysmenorrhoea and dyspareunia outcome was unknown and the menorrhagia, menstruation irregular, back pain and abdominal pain lower had not resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia and menstruation irregular to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Hysterosalpingogram - on an unknown date: confirmed that fallopian tubes were occluded patient underwent dye test on nov2003 for confirmation test . Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records:menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: event "unsual bleeding" was clubbed with event genital bleeding. Reporter information updated. Lot number added. Other relevant history updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("heavy bleeding / bleeding") in a (B)(6) year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included caesarean section (placenta erupted during labor) in 1994, gravida ii, parity 4, stillbirth (was on life support for 3 months) and deaf. Concurrent conditions included condom and body mass index normal. Concomitant products included ibuprofen (advil) for back pain and normensal (ortho 7-7-7) in 1988 for birth control. In 2003, the patient experienced back pain ("back pain/ lower back pain") and abdominal pain lower ("lower abdomen pain (as if uterus is shifting, occurs 30-40 minutes after intercourse)/ cramping"). On (B)(6) 2003, the patient had essure (ess205) inserted. In 2005, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstruation pain") and dyspareunia ("painful intercourse"). On an unknown date, the patient experienced menorrhagia ("prolonged menstruation / heavy abnormal menstruation bleeding") and menstruation irregular ("irregular menstruation cycle"). The patient was treated with surgery (she had no choice but to undergo a partial a hysterectomy to remove essure \ hysterectomy). Essure (ess205) treatment was not changed. At the time of the report, the abdominal pain, genital haemorrhage, dysmenorrhoea and dyspareunia outcome was unknown and the menorrhagia, menstruation irregular, back pain and abdominal pain lower had not resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia and menstruation irregular to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Hysterosalpingogram - on an unknown date: confirmed that fallopian tubes were occluded. Patient underwent dye test on (B)(6) 2003 for confirmation test. Most recent follow-up information incorporated above includes: on 8-jan-2018: pfs received: patient historical condition, concomitant condition added, events added as follows: irregular menstruation, prolonged menstruation/ heavy abnormal menstruation bleeding, back pain/ lower back pain,lower abdomen pain. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.